Event description:
It was reported that noise was observed on the right ventricular lead. Device reprogramming was performed. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.